Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator in backup mode due to battery depletion. No information was received from the field regarding device settings. After replacing the battery and downloading the product code, normal function ensued.